Event description:
A customer contacted beckman coulter inc. (Bci) regarding one pediatric low glucose (glu) result which triggered the critical rerun feature on the unicel dxc 800 pro synchron chemistry analyzer. The erroneously low glu result was 34 mg/dl and the rerun of the original sample was 89 mg/dl. The erroneously low glu result was reported out of the laboratory; however, the rerun result of 89 mg/dl was uploaded to the hospital's system and the nursing staff was notified. A new sample was obtained by the nurse which produced a result of 148 mg/dl. It is unknown at this time what the true glucose result was. Patient treatment was not affected in this event.

Manufacturer narrative:
The pediatric patient sample was drawn in a "bullet" tube, then transferred to a 0.5 ml sample cut nested in a primary tube. Glucose channel calibration and qc were running within established specifications prior to and after the event. The root cause has not been specifically identified, but the event appears to be related to a possible short sample scenario due to a possible bubble in the sample cup when the customer poured the specimen sample from the "bullet" tube in to the 0.5 ml sample cup.